Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion which was not reproduced. Multiple events of upstream occlusion were verified through a review of the event history log and found to be caused by a failed ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The pump was inadvertently not evaluated for the reported failed volumetric test. The reported condition was not verified. The device is no longer in its received condition and the opportunity to evaluate was lost. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a upstream occlusion and failed volumetric testing. There was no patient involvement. No additional information is available.